Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of three infusion sets of the same lot were not sticking well enough and got loose after 7-8 hours of usage.